Manufacturer narrative:
D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and no issue was identified with the device. The pump tested normally. No action was taken.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an infusion was set up, on (B)(6) 2025, around 1:00 pm and the expected end time for the infusion was set for (B)(6) 2025, at 11:00 am. However, on (B)(6) 2025, around 6:00 am, the alarm on the infuser went off and there was still a residual volume of 6,6 ml of the medication remaining in the system. The event did not cause injury or toxicity.